Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching 280 mg/dl. Customer's health care professional recommended the pump carbohydrate ratio be adjusted. Tandem technical support guided the customer through adjusting the pump carbohydrate ratio. Customer delivered a bolus to address elevated bg levels.